Event description:
It was reported that prior to an endovascular abdominal aortic aneurysm repair, an attempt was made to deploy the prostar xl sutures in the common femoral artery using a perclose technique through a 7f sheath. Reportedly, during needle deployment, while positioning the device at the recommended 45 degree angle, the needles would not deploy. When the four needles were being retrieved, two became stuck. A backdown technique was performed and one needle could not be retrieved. A cut down was performed and the device was removed. There was no adverse patient sequela. The physician is reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. It was reported that a 7f sheath was used when the prostar xl was deployed. Per the device instructions for use, it is designed for use in conjunction with 8.5 to 24f sheaths and the use of the 7f sheath may have been a contributing factor in the reported inability to deploy the needles. The device lot history record was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - for use with a 7f sheath. Instructions for use indicates for use with 8.5f to 24f sheaths. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.